Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was returned with screw and examination of the returned parts determined that dovetail feature is compressed on both sides and there are several nicks and gouges on the distal side. On the proximal side the post of the articular surface is fractured from the articular surface. The part is worn out on the posterior lateral side. There are some nicks and gouges on the condylar surface. No major damage is observed on the screw. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Date implanted: (B)(6) 2005.

Event description:
It is reported that after a knee arthroplasty that the patient was revised due to instability and a broken articular surface.